Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon inserting the syringe needle into the cartridge, it broke; cause was not reported. Customer changed the cartridge and syringe needle. There was no reported impact to customer's blood glucose.